Event description:
A customer contacted global technical service (gts) regarding use error - reuse of single use-product on the home choice (hc) during fill 1. The home patient (hp) received a warming solution alarm and also the hp advised the technical service representative (tsr) that the hp replaced only the heater bag but not the cassette and the other bags. The tsr advised the hp to reset up again with all new supplies and not to replace one item or the other must replace all supplies. The tsr assisted the hp to end the therapy to get cassette door to open. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no injury or medical intervention was reported. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this report will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.